Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): a10012 - gps implant kit v2 (B)(6). 02-010-03-0220 - logic cr femoral cem, left sz 2 (B)(6). 521-78-32 - threaded pin size 3.0 collarless (B)(6). 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t (B)(6). 201-78-15 - holding pin mini sharp point 4 pk (B)(6). 521-78-23 - threaded pin size 2.3 collared (B)(6). 521-78-23 - threaded pin size 2.3 collared (B)(6). 201-78-81 - 3 trocar, mod. Hex 2pk (B)(6).

Event description:
It was reported that this patient's knee was revised approximately 6 years 7 months post op. Everything was revised due to wear on patella and tibial insert. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Report number: 1038671-2024-04228 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04228. The revision reported was likely the result of prosthesis wear of the tibial insert and patella secondary to contributions from instability and/or combined tibial slope leading to articulation of the femoral component on the posterior edge of the tibial insert and accelerated wear. The reported failure of loosening cannot be confirmed from the available information. However, the contributions of loosening and prosthesis wear to the sequence of events cannot be determined as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.